Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During device interrogation, loss of lv lead capture was seen. Chest x-ray showed displacement of the lv lead. The patient was hospitalized and the lead was removed. Should additional information be received, this file will be updated.